Manufacturer narrative:
The insulin pump had button error alarm and no up and down button response due to corroded keypad traces. No ramping numbers or display anomaly noted. It was unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to no up and down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.